Event description:
Boston scientific received info that this right ventricular (rv) lead did not exhibit intermittent pace impedance measurements from around 200 ohms to up to 1500 ohms when testing through the pacing system analyzer (psa). While these measurements are still considered within normal range, the physician did determine to remove this lead from service.